Manufacturer narrative:
We are waiting for add'l info from the distributor.

Event description:
The laser system has the following problem: "diode does not emit energy. Hz in standby 2080. Hz n ready 2080."